Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a revision surgery (patient had fused, wanted removal) , the surgeon was unable to remove the implant as there was a tip of a driver stuck in the screw head. Surgery time was extended approximately 10 minutes.